Event description:
It was reported that there was poor image quality on the camera head. The issue occurred during preparation for use and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. In additional, the device evaluation found a cable air leak and charged coupled device flooding. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was poor image quality on the camera head. The issue occurred during preparation for use and completed using a similar device. There were no reports of patient harm.